Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier login was not working properly. The technical support specialist (tss) remotely accessed the station and followed knowledge article "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix". Bioid functionality was tested by the customer and was confirmed successful results. Based on the validation, approval was given to close the case. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis bioid was not working. Customer tried to reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.